Event description:
The patient contacted animas on (B)(6) 2012 stating that the pump was experiencing shortened battery life and the keypad buttons were unresponsive. It was reported that the pump was stuck on the very screen. The keypad was reportedly intact and the pump was not exposed to water. No further information was available. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue. See (B)(4) for battery life issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad was intact. Evaluation revealed that all of the buttons were unresponsive. There was evidence of keypad contamination found under the contrast and up key contacts. The pump powered on to verify screen with audible and vibratory sounds. A case leak was found during the leak test. Moisture was found in the pump. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.